Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch #j1612478, batch # j1613360, batch # j1613500, batch # j1614329. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: lot number, possible lot (from shipment history): j1612478, j1613360, j1613500, j1614329. Is the drain functioning as expected? Yes. Is the broken drain piece still retained? Yes. Are there any plans to remove the retained piece from the patient? The surgeon is currently considering whether a reoperation to remove the broken drain piece is necessary or not. Has the drain been removed from the patient normally? Not yet. Are any patient consequences reported? If yes, what medical/surgical intervention was provided. The patient still in hospital.

Event description:
It was reported that the patient underwent a laparoscopic right nephrectomy on (B)(6) 2017 and the drain was implanted. During the procedure, when trying to insert the drain into the body through a port using forceps, the drain was caught by the port, then, the end of the drain at the side to connect with the reservoir was broken. At that time, the surgeon did not notice that the drain was broken. On the following day, when taking cts, it was found that the broken drain piece, about 7 mm, was retained in the fascia. The patient is still in the hospital. The patient¿s condition is stable. The drain is functioning as expected. No adverse consequences have been observed so far. The surgeon is currently considering whether a reoperation to remove the broken drain piece is necessary or not. The surgeon opined that the drain was broken because it was caught by the port. There is a possibility that the surgeon¿s way of using the drain was not proper.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/10/2020.

Manufacturer narrative:
Additional information: the actual device batch number associated with this event is not known. Three possible batch numbers are reported as follows: batch # j1612478, mfg. Date 2016-08, exp. Date 2021-08. Batch # j1613360, mfg. Date 2016-09, exp. Date 2021-09. Batch # j1613500, mfg. Date 2016-10, exp. Date 2021-10. Batch # j1614329, mfg. Date 2016-12, exp. Date 2021-12. The device history records were reviewed for the possible batch numbers j1612478, j1613360, j1613500, j1614329, and the manufacturing criteria was met prior to the release of this lot.